Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the proximal conductor was fractured (overstress), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. Performance data was also collected and analyzed. It found high impedance as the defibrillator active can impedance and svc defibrillator impedance rises above 100 ohms for both measurements respectively on (B)(6) 2011. The varied measurements continue to rise to a high of >250 ohms. Varying impedance is also noted to begin on (B)(6) 2011.

Event description:
It was reported that the lead had varying impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.